Event description:
It was reported by end user a red, itchy rash was present under the mass, adhesive border and under back of the pouch. End user further reports little red dots outside the main reddened area are present.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. End user reports that rash began about 1 to 2 months ago. Question is if this is a fungal rash. The end user is scheduled to see her surgeon on (B)(6) 2014. Requested to have the md assess the area and possibly prescribe an antifungal powder. She is currently applying stomahesive powder and then the one piece appliance. She was instructed in skin care and the crusting technique using the stomahesive powder and a protective skin barrier. She will be sent samples of a different appliance and the protective barrier. She was instructed to call back with any questions or concerns. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2014.